Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 dualwave arthroscopy pump serial number (B)(6) was received for investigation. Visual evaluation of the returned device noted no apparent issues. The pump was connected to the power and turned on. No issues were noted with the display of the device. The returned device was then assembled with an ar-6420 lot# z4011, an ar-6425 lot# x0101, and an ar-6430 lot# 69910382 pump tubing, and the pump was run for 10 minutes after selecting the desired pressure. During this time, no issues were noticed with the quality of the display. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump was producing poor image quality. This occurred during a case with no harm to the patient.